Event description:
It was reported that the pt was experiencing static and poor sound quality. Device analysis indicated device failure due to a faulty integrated circuit consistent with esd damage. Explantation/reimplantation surgery was performed 2002.